Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: sampling date: (B)(6) 2023. Microorganism revivable at 30°c/ endoscope = 80 cfu/endoscope. Microorganism revivable at 30°c/ 100 ml = >52 cfu/100 ml. Non-target identification stenotrophomonas maltophilia (detected). Sampling date: (B)(6) 2023. Microorganism revivable at 30°c/ endoscope = >80 cfu/endoscope. Microorganism revivable at 30°c/ 100 ml = >62 cfu/100 ml. Non-target identification stenotrophomonas maltophilia (detected). Sampling date: (B)(6) 2023. Microorganism revivable at 30°c/ endoscope = 73 cfu/endoscope. Microorganism revivable at 30°c/ 100 ml = 49 cfu/100 ml. Non-target identification stenotrophomonas maltophilia (detected). Sampling date: (B)(6) 2023. Microorganism revivable at 30°c/ endoscope = >80 cfu/endoscope. Microorganism revivable at 30°c/ 100 ml = >59 cfu/100 ml. Non-target identification pseudomonas aeruginosa (detected). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. In a follow up communication with the customer to obtain additional information regarding the event reported and cleaning, disinfection, and sterilization (cds) checklist the following information were provided: customer stated that the device quarantined after the positive culture was observed. Device was not used in the procedure . Device was reprocessed before sampling- customer noted double disinfection before each check. Device was last reprocessed at customer site on (B)(6) 2023. Sample was taken at least 6 hours after processing. Device storage environment noted that the device stocked in sterile field after thorough drying with medical air. Date when the device used to a procedure was on (B)(6) 2023 and sample was last taken on (B)(6) 2023. The cds checklist provided the following: no patient(s) infection. Noted no deviations or problems during reprocessing. Aer (reprocessor) model is cantel, noted no defects on the reprocessor. Disinfectant used- rapicide scope storage: drying cabinet. Device dried by compressed air. No concerns or issues regarding reprocessing. No other information provided. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: light guide rod lens noted cracked. Insertion part (a-rubber) glue found to be separated. Biopsy port control unit ks mouthpiece found damaged. Air/water cylinder noted to be scratched. Suction cylinder scratched. Housing connector plug unit found damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.